Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. No interventions were performed. The patient's condition was unknown.